Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after 9 minutes of treatment with polyflux 14l dialyzer, the patient experienced blood pressure(bp) drop, heart rate increase, the oxygen saturation decrease to 94%, and chest tightness. Dopamine 5mg, methylene 6mg+5%gs47ml micro-pump intravenous push 15ml/h were administered successively. Additionally, it was reported that oxygen was given and "blood circulation was given". After the intervention, the patient's blood pressure was 90/59mmhg and heart rate was 139 beats per minute within 14 minutes, and the discomfort improved. It was reported that "blood dialysis was suspended". No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.